Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received via a company representative. The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This field was updated from previously being adverse event to adverse event <(>&<)> product problem.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the problem began the end (B)(6) of 2017. On (B)(6) 2017, the patient was discharged from the emergency room. On (B)(6) 2017, the patient was back in the emergency room with the same complaint. On (B)(6) 2017, the healthcare professional was consulted. No additional information was provided. There were no further complications reported/anticipated.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was movement disorder. It was reported that over the course of one month the patient went from being comatose to wide awake and alert. This happened several times with visits to the ER (emergency room). All other factors were ruled out and it was decided to replace the pump. The problem has not returned. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury. No further complications were reported/anticipated.